Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2015. On (B)(6) 2015, during discharge procedures, the patient was unable to void. A catheter was placed and the event has not yet resolved.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2015. On (B)(6) 2015, during discharge procedures, the patient was unable to void. A catheter was placed and the event has not yet resolved. Additional information received on (B)(4) 2015: the patient's inability to void was resolved on (B)(6) 2015. On (B)(6) 2015, the patient experienced intravaginal pelvic pain in the area of the buttock probably related to muscle spasm. The subject was admitted to the hospital from (B)(6) 2015 where she was treated with neurontin and the event resolved on (B)(6) 2015.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.